Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebu0789 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was hospitalized for malignant gastric tumor on (B)(6); catheter placement in central vein was performed on (B)(6); the patient developed an induration at the site of the catheter insertion with pain on (B)(6). The catheter was removed immediately.